Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured a right axillary hematoma from the impella site with a "possible" relationship to the impella device used: ¿baseline h/h unknown. Nadir h/h= 6.8/20.5 (on (B)(6) 2025 at 0334). CT chest a and p on (B)(6) 2025: pleural effusion. Evolving hematoma 4x cm at impella site. Washout on (B)(6) 2025 w/o gross evidence of infx. Axillary dacron graft trimmed to short length and sewed over. Graft and wound c/s sent. Wound vac placed at 125 mm hg suction.¿ additionally, the complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured right brachial thrombus with a "possible" relationship to the impella device used: ¿pt had right brachial thrombus found intra op during impella removal. Thrombectomy performed. Ulnar signal at conclusion of case. Per vascular no additional anticoagulation is needed.¿ the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿